Event description:
On 2/17/98 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's left groin. On 2/18/98 the pt underwent a secondary percutaneous transluminal coronary angioplasty; no info is currently available to identify if access was via the right or left groin. On 3/26/98 the pt underwent surgical repair for a pseudoaneurysm in her left groin. F/u with the site on 5/13/98 confirmed that the pt has been without sequelae since the time of the surgical repair. As of 6/3/98 there has been no further report of complication or pt sequelae made to the MFR.